Manufacturer narrative:
System analysis/service repair on (B)(6), 2016. The reported issue of "burning smell" was evaluated and determined that there were no problems found. The system was tested and verified to be working within manufacturer's specifications.

Event description:
It was reported that biomed observed a burning smell during the case. ¿able to complete the case with no patient injury¿ reported. There was no further information reported.